Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that patient had cervical spondylotic myelopathy for which patient underwent cervical posterior decompression fusion at levels c2-c6. Post-op, cleaning and debridement was performed due to postoperative infection. Whether the patient achieved solid fusion or not was unknown.